Manufacturer narrative:
Product in complaint was returned to zoll 03/05/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Suspect medical device. Box 10 device available for evaluation, as the autopulse platform in complaint was returned to the manufacturer on 03/10/2015 not 03/05/2015 as indicated on the initial report. The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and it was observed that the lcd display was defective as it was flickering. A user advisory 7 (discrepancy between load 1 and load 2 too large) message was displayed upon power up of the platform, thus confirming the reported complaint. Further inspection determined that the ua 7 was caused by a single point load cell not functioning properly. After replacing the load cell, the platform passed functional testing and performed as intended. A review of the autopulse archive was performed, which showed that no user advisories (uas) or warnings occurred on the reported event date. Based on the investigation, the parts identified for replacement were the single point load cell and lcd display. In summary, the reported complaint that the platform displayed a ua 7 was confirmed upon power up of the platform prior to functional testing. The ua 7 was found to have been caused by a single point load cell not functioning properly. Following service, including replacement of the single point load cell and lcd display, the device passed all testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message, that was unable to be cleared. No patient involvement was reported. No further information was provided.